Event description:
A discordant, falsely low calcium result was obtained on one patient sample on an advia 2400 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate instrument, resulting higher. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the dilution tray probe and reagent probe 1 probes. The cse also found a tie wrap knot on the wash up down dryer tip, obstructing movement of the sample probe. Calibrations and precision were run, resulting within range. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.